Manufacturer narrative:
H11: livanova USA manufactures the circutit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc received a report that the red an yellow clamps (on page 4 of ) in a cardioplegia customized circuit were assembled reversed with expected disposiction (defined in the technical dcoumentation). The customer was able to use the product. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the customer uses these tubing lines for antegrade and retrograde cardioplegia to the field. The lines are colored and the connections are gendered to prevent them from being confused. Therefore, based on the statement above, since there is unlikely possibility to confuse these type of lines and then to cause a patient injury, the event has been re-assessed as not reportable.

Event description:
See initial report.